Event description:
Caller states that a patient reportedly received the following results on an performa nano meter, compared to lab results, within 10 minutes: 97 mg/dl (meter) and 51 mg/dl (lab). No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.